Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a yellow stain about thirty (30) mm from the distal tip. Several cleanings were attempted and it wouldn't come off. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, g1 (email), h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction of the gastrointestinal videoscope had a yellow stain about thirty (30) mm from the distal tip was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in the air/water cylinder. Based on the results of the investigation, the probable root cause of the gastrointestinal videoscope had a yellow stain about thirty (30) mm from the distal tip was component failure. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.